Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported first reading being 386 mg/dl, the second reading was in the 200 mg/dl range, and the third reading was in the 100 mg/dl range. All three readings were taken within less than a 10 minute time frame. No adverse event reported. Strips are not available for return, replacement sent.